Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The eval confirmed and reproduced the reported system does not recognize a closed door, caused by a loose upper link screw. The screws were replaced to correct this condition.

Event description:
It was reported that a spectrum pump did not recognize a closed door during biomedical testing. It was reported that there was no pt involvement.